Event description:
Additional information was received that the patient was not having increased seizures.

Event description:
The patient's explanted device was discarded; therefore, will not be returned for analysis.

Event description:
Further information was attained that reported the patient felt that the vns was giving her problems. These problems were never clarified by the patient to the site. As a result, the patient requested the device be explanted. Good faith attempts to obtain additional information have been unsuccessful to date. The relationship to their vns is unknown.

Event description:
It was reported that a pt had increased seizures and had device explanted. Device was explanted on (B)(6) 2011 and no re-implant is scheduled. It is unk when the increase in seizures began. Good faith attempts to obtain add'l info have been unsuccessful to date.